Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the stim would be removed and possible a new system that is MRI approved would be installed, if approved by insurance. The issue had not been resolved.

Event description:
The patient reported they had an MRI, which the need for was unrelated to the device or therapy. The patient experienced symptoms related to the device or therapy. He was not feeling well and may have had a mini stroke so he needed to have an MRI of his head (not related to device). The MRI technicians had called in for MRI guidelines prior to their scan. He had turned his stimulation off for the scan, but when he underwent the scan he experienced stimulation like his device was on. The stimulation was going at a fast pace. He told them to stop the scan so he could check to see if the device was really off. They tried the scan again, but the patient continued feeling the stimulation so the scan could not be successfully performed. The patient was redirected to his healthcare professional (hcp). The indication for therapy was cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.